Manufacturer narrative:
No failure found. The device historical data recognized an episode of low spo2 and bradycardia then generated medium and high priority alarms for over 45 minutes. This report is considered final and the issue closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on november 3rd, 2020 customer asking for help with a patient incident. We are missing patient alarm data in clinical access, but the data for that time is in epic. How can it be in epic and not in clinical access? The patient was on a qube. Assystole alarm at 3:00am this morning. That qube was not collecting data since 2:15pm yesterday. We moved the patient from room (B)(6). No injury was reported with this event.